Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the bolus totals do not match in the history. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: a review of the black box showed delivered boluses on each day recorded correctly matched the total daily dose bolus history. A ten unit audio bolus and a ten unit normal bolus were performed manually and were accurately recorded in the bolus history. The bolus total daily dose history correctly showed 20 units. The pump was run for 24 hours with a one unit per hour basal rate and at the end of testing the basal history correctly showed one unit and the total daily dose showed 24 units. No alarms or issues occurred during testing. The complaint of the pump bolus totals calculating at a greater than five percent discrepancy was unable to be duplicated during the investigation.